Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14b15024 and h14a24044 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as complaints (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by stomach pain coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event, pd therapy was discontinued and the patient started hemodialysis (hd) therapy. During hospitalization, the patient was treated with an unknown antibiotic (dose, route, frequency, and duration not reported) for peritonitis. On an unknown date, during hospitalization, the antibiotic treatment was discontinued. Ten days after hospitalization, the patient was discharged. The cause of peritonitis was not reported. At the time of this report, the event of peritonitis was ongoing and improved and the patient was continuing to perform hd therapy. No additional information is available. This is report 1 of 4.